Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 00140316. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample was reviewed and subjected to leakage testing. The results of the test found the device to be free of any leaks that would indicate microscopic damage. Microscopic inspection of the cracks section of the catheter tubing found that the surface was smooth and the integrity of the tubing was intact, the creases in the tubing did not affect functionality of the device. Based on the successful initial use of the device, and our engineers' analysis of the device we are not associate the root cause with the manufacturing process.

Event description:
It was reported that the intima-ii 24gax0.75in mz slm npvc catheter split during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tube was broken during using in the pediatric surgery department". "On the morning of july 3, when the tube was placed, the needle was pulled out in the afternoon of july 5, and the folded tube was found to be serious. The head nurse of the department thought that the tube was about to break. In the report department, the nurse of the department washed the tube clean, but there was no obvious fracture in the original crease" "the indwelling needle was reported at 4:30 on july 5th. When it was recovered by the department at 5:20, the department had rinsed the catheter and found that it was not completely broken. No obvious fracture was found in the water test, but cracks could be seen."